Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient that complained of eyelid swelling and blur in the right eye. The patient self medicated with a topical steroid drop every hour. The patient has slow surface healing but otherwise the cornea is clear. There was no lid edema, pain, proptosis, or other pathology noted. A bandage contact lens was placed on the eye which improved the vision. The patient was instructed to taper off the topical steroid drop.